Manufacturer narrative:
The describe event or problem and the medical device brand name fields have been updated to reflect the corrected device name bd angiocath¿ IV catheter.

Event description:
A consumer reported white residue was found in a bd angiocath¿ IV catheter prior to use. No injury or medical interventions were reported.

Manufacturer narrative:
Correction: incorrect medical device brand name filed in initial and supplemental mdrs. The below fields were corrected and updated to the following: medical device brand name: bd angiocath¿ IV catheter 22 g x 1". PMA / 510(k)#: k950301.

Manufacturer narrative:
Investigation summary samples/ photos: samples or photos have not received for analysis of the incident in question. Retain sample evaluation: not apply. DHR review: the final assembly lot: 6267332 used in the final product lot: 6270056 of angiocath 22g was analyzed for the tests performed for foreign matter and no records were found that could clearly lead to the defect claimed. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter for the lots involved in this complaint, according to the history of the lot above. Investigation conclusion: samples/ photos: samples or photos have not received for analysis of the incident in question. Retain sample evaluation: not apply. DHR review: the final assembly lot: 6267332 used in the final product lot: 6270056 of angiocath 22g was analyzed for the tests performed for foreign matter and no records were found that could clearly lead to the defect claimed. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter for the lots involved in this complaint, according to the history of the lot above. Root cause description: based on the investigation results to date the root cause was not found for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A consumer reported white residue was found in a bd angiocath¿ autoguard¿ shielded IV catheter 22ga x 1.00in 0.9 x 25mm prior to use. No injury or medical interventions were reported.